Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine (30mg/ml at 7.4mg/day) and dilaudid (10.4mg/ml at 2.5mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that there was a motor stall that occurred on (B)(6) 2018 and had not recovered. The hcp had ruled out MRI and other environmental causes for the stall. The patient was about to go to a nursing home due to their age and did not want their pump to be replaced (it was nearing elective replacement indicator (eri) as well). Around the time the pump had stalled, the patient was going in for shoulder surgery so they had supplemented orals which explained why the patient did not have any symptoms. They were looking to shut off the pump permanently. There were no further complications reported at this time.